Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had absence of no delivery alarm. The blood glucose was 7 mmol/l at the time of the incident. Customer stated that, they are not able to perform set change and repeat high pressure test independently. Assisted customer with set change and with manual prime until they observed insulin exiting the tubing. Assisted with replacing clamp and repeating high pressure test. Customer stated that, the insulin pump did not alarm in less than 5.0 units. Troubleshooting determined that, the insulin pump should be replaced and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump received with operating currents within specification. Insulin pump passed self test, unexpected error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. It was received with the no delivery alarm functioning properly. The device was received with corroded battery tube, cracked reservoir tube lip and minor scratches on lcd window.